Event description:
It was reported that the customer had a bent cannula. It was also reported that the customer received calibration errors and sensor errors. Customer's blood glucose level at the time 250mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used partial enlite sensor and performed bicarbonate buffer test. Sensor passed per specification with accurate readings. Also found sensor's cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm needle complaint due to customer returning sensor with no needle.